Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left gastric artery using a pod packing coil (pod pc), a ruby coil, and a non-penumbra microcatheter. During the procedure, the physician placed the ruby coil in the target vessel. Next, the physician advanced the pod pc into the target vessel but the pod pc was not coiling as expected. Therefore, the physician pulled the microcatheter back; however, the issue did not resolve. The physician then decided to remove the pod pc. While retracting the pod pc, the pod pc unintentionally detached within the microcatheter. The physician then used a guide wire to push the pod pc out of the microcatheter and into the target vessel. It was reported that the pod pc did not land to the intended location, but it helped in embolizing the artery. The procedure ended at this point and the patient had a successful embolization of the target vessel. There was no report of an adverse effect to the patient.